Manufacturer narrative:
Additional information: both stents were used before the cut down procedure, the first protege ef was explanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving two protege ef stents, there were several hours of delays due to product malfunction. The devices were intended to treat a lesion in the mid superficial femoral artery. There was no resistance when advancing either device. After implanting the first protege ef the tip of the delivery catheter broke off, necessitating a cut down procedure to remove the broken catheter. The second protege ef stent was deployed properly, the end of the stent catheter tip broke off post-deployment, requiring removal from the blood vessel via sheath capture. The patient is alive with no injury.

Manufacturer narrative:
Product analysis: the device was identified from the strain relief, the detached section of the device was examined, and no stretching of the material was noted, the distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 26 mm and 28 mm from the distal end of the stainless steel hypotube, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.